Event description:
It was reported in an article titled "comparison of vertebroplasty and balloon kyphoplasty for treatment of vertebral compression fractures: a meta-analysis of the literature", the following event was reported: one case of a change in heart rate where the patient required medical treatment for postoperative atrial fibrillation and chf exacerbation. No additional information was reported.

Manufacturer narrative:
Report source: article titled: "comparison of vertebroplasty and balloon kyphoplasty for treatment of vertebral compression fractures: a meta-analysis of the literature" by jason c. Eck, do, ms, dean nachtigall, do, s. Craig hymphreys, md, and scott d. Hodges, do. Method, device not returned, internal review of literature, follow-up with author.